Manufacturer narrative:
(B)(4). The customer¿s report of ballooning in the silicone segment was confirmed. Visual inspection of the set noted the silicone segment bulging next to the upper fitment. No other damage or anomalies were noted. Functional testing was performed and a slight bulge was noted during priming and a gravity infusion. No alarms were noted during a 1 hour pump infusion. Pressure testing was performed and the silicone segment further expanded and bulged at a pressure of about 11 psi. The root cause for this event could not be determined.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported a nurse responded to a patient side occlusion alarm during an infusion of propofol, rate unspecified. The nurse disconnected the propofol line from the primary and flushed the primary line. She then reconnected the propofol to the primary line and restarted the infusion which ran without incident for approximately 10 minutes. The nurse responded to another occlusion alarm at 2110, this time for the channel with the carrier fluid of normal saline, rate unspecified. The nurse opened the pump door and noticed a bulge in the pump segment. The tubing was replaced and the infusion was completed without incident. There is no report of patient harm.